Event description:
Reportedly, the physician could not completely insert the ventricular lead connector into the pacemaker port during an implant attempt of the subject device. Another pacemaker was subsequently implanted instead. Reportedly, the physician did not loosen the pre-inserted screw, and he did not use the screwdriver at any time.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.